Event description:
It was reported that during the repositioning of the device due to possible infection and erosion it was noticed that there was an insulation breech on the left ventricular (lv) lead. After looking at the lead impedance trends a gradual decrease in impedance values was noted. The lv lead insulation was sealed with a medical adhesive and remains in use. It was also reported that post procedure the atrial lead was not sensing p waves and had no capture due to a dislodgement. The atrial lead sensitivity was reprogrammed and the lead remains in use. The device was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4068 implantable pacing lead - (B)(6) 1999. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.